Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The tear was measured to start 0.7625 inches from the nail head and end at 0.8105 inches from the nail head. No timeouts or drive stalls were observed. The observed tear can be confirmed as the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 380 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint originally was coded for glucose levels are high.